Manufacturer narrative:
It was unknown whether the scope was used prior to the discovery of the event. Additional events were created for the device used in the past. Please refer to the following reports: patient identifiers of (B)(6), (B)(6), and (B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a foreign substance in the forceps channel that appeared to be dried body fluid residue. Also, evaluation found the bending section cover was chipped and had a white clouded area, the scope connector was cracked, the adhesive around the objective and light guide lenses was peeled and had white clouded areas, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed and the foreign material coming out of the channel was determined to be polyester and protein, there was no physical damage where the foreign material was and it was unknown if the reprocessing method deviated from the instruction for use (IFU). A definitive root cause of the foreign material coming out of the scope could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had fluid like foreign substance coming out the pipe line of the operation part. The issue was found during maintenance for a diagnostic procedure and it was completed with the same device. There were no reports harm associated with the event.